Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer condtion;customer reported is not feeling well with cold symptoms;customer tested during the follow up phone call and obtained hi results three times;customer advise to seek medical attention.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 36mg/dl. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. During the call, the customer reported that on (B)(6) 2016, customer tested and obtained results of 262mg/dl,customer applied avrida 7 units fast acting insulin;customer stated did not have memory what happened after but two hours later her sister found her laying on the floor and called 911;the paramedics came and tested her and obtained results of 27mg/dl,customer was treated with IV infusion and drink glucose gel;customer unknown the glucose level stabilized value after this treatment. The customer was not remitted to the hospital;customer attend a doctor scheduled appointment on (B)(6) 2016 the product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 503 and 575mg/dl;the customer had eated breakfast that morning;customer stated has not experienced high blood sugar symptoms to reflect high readings. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 11/03/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concern:36mg/dl and 41mg/dl. At the time of the call, the customer is asymptomatic. The customer stated that when she received the blood result of 38 mg/dl fasting on her meter that she performed a test on her sister's meter and received a result of 166 mg/dl fasting which felt reflected how she was feeling.